Manufacturer narrative:
Philips service replaced the unknown part and recalibrated the movement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that stand movement error occurred, allowing only partial movement on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.